Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of this code batch. Manufactured and distributed in the market 720 units of this code batch. There are no units in stock. We have received one open sample (only the second pack is open) with the aluminum pack stuck to the paper foil of second pack. The first pack is sealed to second pack in the 4th sealing as can be seen in enclosed picture. This defect took place in the welding machine and this unit was not sorted out by the personnel involved in this process. Final conclusion: taking into account that sample received does not fulfill the specifications, it is concluded that the complaint is justified. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). The inner pack is sealed to the outer pack.